Manufacturer narrative:
The field service engineer performed a operation check of the injector per service checklist and in accordance with service manual. The unit operated to specifications; no problem with injector performance. The injector was returned to service. The customer reports that the extravasations occurred mostly with chemo patients. Extravasation or infiltration is a well known adverse effect of intravenous injections. Extravasation is generally not considered to be injector dependent.

Event description:
On 3/11/2010- customer reported an extravasation. Female patient, (B) (6), was having CT of abdomen and pelvis with and without contrast. Route of administration was IV, rate was 2-2.5cc/sec of optiray 320. Patency checked. The injector began injecting contrast. The patient reported pain at injection site. The injection was stopped after about 30-40cc of contrast was injected. Warm compresses were applied to treat extravasation; floor nurse was given instruction on treatment.